Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic sigmoid resection procedure, an air leak occurred at site of the anastomosis. The surgeon fired the device. An incomplete anastomotic donut was observed at the proximal end (purse string side) of the anvil. Air bubble leak test was conducted and air bubbles were observed. The surgeon performed ileostomy to let the anastamosis heal.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Visual inspection of the anvil noted cross cutting marks in the device cut ring and a cross cutting staple was imbedded into the blade path. Functionally, the instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.